Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator for urge incontinence. It was reported that the patient¿s battery life was at 80% and wasn't sure if it was a result of dropping the controller. The patient reported they felt a slight burning and pain in the side the doctor kept ¿poking¿ at during the procedure, due to a crooked tailbone from a past surgery. It was reported that the lead may have moved on the right side and they had a loss of stimulation until the stimulation was increased. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient mentioned that their daughter noticed dried blood on the tape near the incision. On (B)(6) 2017 the patient reported they had fallen on the day of the report and was not sure if it affected the stimulation. The patient reported they could not feel stim after that but also noticed the device batteries were very low. The patient changed the batteries while on the call and reported they got the ¿cannot provide desired sett ings, call clinician¿ when trying to increase stimulation over 6.6. The patient reported the tape was causing itchiness and discomfort. The patient noted that they tend to drop everything but did not clarify why. It was noted that the patient was feeling stimulation below the waist comfortably at 6.6 at the time of the call. The patient was redirected to their healthcare provider. On (B)(6) 2017 the patient reported they had a bad battery on their remote the day before and had put new batteries in and was still having difficulty feeling the stimulation. The patient noted they had stimulation at 6.2 and could not increase or decrease. The patient also noted that their lead wire had potentially moved. On (B)(6) 2017 the patient reported the batteries were dead and they tried changing them, but it was still not working. The patient noted speaking to a sales representative about it. On (B)(6) 2017 the patient reported that they had fallen and thought the lead moved or became dislodged. No further complications were reported.